Manufacturer narrative:
(The cartridge was not returned for evaluation. However, the visual inspection of the lens showed the optic torn into two pieces. There was evidence of surgical residue). An investigation is in progress for lens tears.

Event description:
An aq2003v model lens, diopter -22.0, broke in the cartridge prior to being implanted. The lens would not advance and there was no patient contact. The surgeon used an aq cartridge and the lot number is unk. The model and lot number for the injector is also unknown.